Manufacturer narrative:
Device evaluation: visual analysis identified rupture and encapsulation. Additional, changed, and/or corrected data: g.1., g.3., h.6.

Event description:
Patient reported left side "ruptured within the capsule." Device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: "ruptured within the capsule." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side "ruptured within the capsule." Device has been explanted.